Event description:
It was reported that pump battery did not charge despite use of confirmed working outlets, original and alternate charging cables, and wall adapters, and pump displayed a power source alert. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, return pump using a prepaid label, and re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and technical support arranged shipment of replacement pump under warranty.